Event description:
1 reported false positive sars result for 1 asymptomatic patient off-label at the time. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer communicated 4 additional patient events which are captured in separate reports. It was noted that the user was not following the product insert section on testing methodology.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine. Source: phone.